Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter ran out of batteries without alarming 2 days in a row. She noted that the gz was in hiq-view. No patient harm was reported. Investigation conclusion: the issue of the weak battery alarm not alarming has been investigated in ticket (B)(4) (irc-371). The issue arises when a sudden voltage drop causes the unit to turn off prior to the battery status changing to "weak". The investigation in ticket (B)(4) prompted a design change to the gz alarm behavior. The voltage threshold for the battery weak alarm was adjusted in software version 02-74. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter ran out of batteries without alarming 2 days in a row. She noted that the gz was in hiq-view. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gz transmitter ran out of batteries without alarming 2 days in a row. She noted that the gz was in hiq-view. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter ran out of batteries without alarming 2 days in a row. She noted that the gz was in hiq-view. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.